Manufacturer narrative:
The device was received. Investigation is not complete. A request for information on reprocessing of the device was sent to the international affiliate; however, no response has been received. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the silicone sleeve of the clave port remained in the depressed position. At an unspecified time, an unspecified syringe was connected to the clave port of the extension tubing set for an unspecified reason. After an unspecified length of time, the customer contact reported that the tubing set was faulty at tip where syringe is inserted and the clave stayed in when syringe inserted. No information was provided if the clave port remained in the depressed position during or prior to patient use; however, there were no reported adverse patient effects and no reported delay of therapy. No medical interventions were reported. No additional information was provided.